Event description:
Reporter noted a shower of metal flakes came out at beginning of phaco. Able to aspirate most particles out; did not feel this would cause any injury to pt. Feel particles are from tip.